Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 4 years, 10 months. The replaced portion of the percutaneous lead was received for analysis. The evaluation is not complete. The patient remains ongoing on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the emergency department with an active driveline fault alarm. It was reported that an audible alarm could be activated when the patient moved but no visual alarm conditions were activated on the system monitor or the system controller. When the system controller was turned over the alarm became active. The primary system controller was exchange with the patient¿s back up system controller and the alarms did not recur. It was also reported that there was tape on the system controller's black power lead. When the tape was removed, damage from a cut was observed. The patient reportedly had been sleeping when the alarm occurred and was asymptomatic. Log files were submitted from 3 different system controllers for evaluation by the manufacturer's technical services representative. The log files were from the patient's primary and backup system controllers and a new system controller. The primary system controller log file had captured multiple pump stoppage and speed drop events that appear to be occurring on both battery and power module support, including an initial motor stoppage event on (B)(6) 2016 and the reported driveline fault on (B)(6) 2016. This type of behavior has been linked to potential issues with the percutaneous lead. The other two log files did not indicate any issues with the percutaneous lead. On 05/16/2016 an additional log file was submitted for review from the new system controller which showed a like pattern with the driveline fault data, indicating that the potential issue may be more likely a percutaneous lead issue than any effects from the initial system controller with the cut/damage to the black power lead. On (B)(6) 2016 technical services representatives performed an evaluation of the percutaneous lead which passed phase interrupter testing. An external distal percutaneous lead replacement of the maximum length was performed. Since the replacement procedure, no further alarms have been reported. The customer will continue to monitor the patient for any further alarms.

Manufacturer narrative:
The report of driveline fault alarms and low speed alarms / pump stoppage events was confirmed based on the evaluation of the submitted log files and an issue that would have contributed to the reported event was confirmed based on the evaluation of the returned section of the percutaneous lead (lead). A portion of the external portion/distal end of the lead, approximately 18 inches long, was returned for evaluation. Electrical continuity testing of the returned portion of the lead revealed an intermittent discontinuity in the green wire, when the lead was manipulated on the proximal side of the prior replacement site. The outer silicone sleeve and clear bionate layers were removed, revealing severe breakdown of the metal braided shield on the proximal side of the prior replacement site where the shield was completely absent at approximately 13 inches and 14 inches from the metal connector. Visual inspection of the wires in this location found that the green wire was almost completely fractured at approximately 14 inches from the metal connector. Further examination found a breach in the insulation of the red wire at approximately 13 inches from the metal connector where the wires appeared to be kinked, exposing the inner metal conductors. The damage to the green and red wires appeared to be the result of fatigue failure due to repetitive flexing of the lead in these areas. The fractured inner conductors of the green wire would have resulted in the report of driveline fault alarms recorded in the submitted log files. Additionally, the low speed alarms/ pump stoppage events captured on (B)(6) 2016 could have been caused by a phase-to-phase short, which would occur if the exposed conductors of the compromised green and red wires made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power source or on battery power as seen in the submitted log files. The system also had the potential to short to ground, during which an interruption in pump function could result if the exposed conductors of any of the compromised wires contacted the braided shield while the patient was operating on a tethered power source. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.